Event description:
During liver resection surgical procedure while articulated 45 mm stapler would go across the tissue and close but would not fire. Tried several stapler handles and loads. 30 mm staple loads would fire. Scrub described issue as the stapler handle would not lock when surgeon clamped down on tissue. Manufacturer response for staple, implantable, endo gia ultra (per site reporter). (B)(4).